Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave hybrid intra-aortic balloon pump (iabp) had error 6 on startup. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: g3. A getinge field service engineer (fse) troubleshot the issue to the helium tank and found the tank not opened which caused the error. The fse opened the tank and the error was no longer present. All functional and safety test were performed.